Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: 460205, description: artisan surgical lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing shocking sensations when stimulation was on and would occur at random times. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and a new lead was implanted. The patient was reportedly doing well postoperatively.